Manufacturer narrative:
An abbott field service representative at the customer site found a clog in one of wash nozzles (no. 6, blank). The clog was removed, which resolved the issue. No other instrument issues were identified that could account for the customer complaint. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual contains information to address the current customer issue. The nozzles are to be cleaned as part of monthly maintenance. Based on the available information and the results of the current evaluation, a product malfunction was not identified.

Event description:
The customer reports a falsely decreased sodium assay result of 112 mmol/l. The sample retested at 140 mmol/l. The sample was also tested on a second architect c8000 analyzer in the lab and generated a result of 143 mmol/l. The customer noticed the cuvette washer overflowing on the architect c8000 analyzer that generated the low result. No exposures or injuries were reported. No suspect results were reported from the lab with no patient impact.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.(B)(4). (B)(6).